Manufacturer narrative:
Continued: h.6. F2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. The device has been explanted. This record relates to the right side.

Event description:
Healthcare professional reported rupture. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6, h10 visual analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ cyst-ndr: not applicable as the event is not related to the device. ¿ lump/nodule-ndr: not applicable as the event is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported rupture. The device has been explanted. This record relates to the right side.